Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse confirmed a non-recoverable fault pointing to the left master tool manipulator (mtm) was generated on 20-feb-2025. However, there were no further instances reported after the system was restarted and in subsequent cases. The fse was unable to reproduce the customer reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument was not working as intended. A vessel was actively bleeding when the surgeon attempted to activate the fbf instrument; however, no energy was produced. The instrument was replaced with a backup instrument with no improvement. A third fbf instrument was opened along with a new bipolar energy cable which did resolve the energy issue. The cause of the bleed is unknown. In addition, the estimated blood loss is unknown although a blood transfusion was administered. The procedure was completed robotically.